Event description:
The patient reports having continuous pain in the inner part of the knee since the surgery. The patient also complained of knocking, clicking and repeated fluid build up. The patient had trouble walking and standing for more than thirty minutes at a time without intense pain. The patient reports there was no improvement with physical therapy. Patient stated that after reviewing x-rays, the surgeon said the wrong bearings were placed in his knee and a revision was needed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
The patient reports having continuous pain in the inner part of the knee since the surgery. The patient also complained of knocking, clicking and repeated fluid build up. The patient had trouble walking and standing for more than thirty minutes at a time without intense pain. The patient reports there was no improvement with physical therapy. Patient stated that after reviewing x-rays, the surgeon said the wrong bearings were placed in his knee and a revision was needed.

Manufacturer narrative:
An event regarding instability involving an unknown left femoral component was reported. The event was not confirmed. A device evaluation, device history review, and complaint history review could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the provided medical records by a clinical consultant indicated, ¿there is no evidence of factors of faulty prosthetic design, manufacturing or materials being responsible for this clinical situation.¿ based on the reported event, the revision surgery was due to surgical technique as it was reported that the incorrect insert was used. According to the medical records, during the revision surgery, the original insert was replaced with a thicker insert. It was mentioned that the femoral component, baseplate, and patella were noted to be well-fixed. No further investigation is required at this time.